Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and was confirmed through chest x-ray. The physician revised the lead by repositioning it. The lead remains in service. No adverse patient effects were reported.